Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (379 mg/dl) with moderate ketones present. The customer took an insulin pen to stabilize bg level. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.